Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, two resolute onyx drug eluting stent and atherectomy were used to treat a lesion located in the circumflex ar tery. On the same day, the patient suffered elevated cardia enzymes -periprocedural myocardial infarction. Investigator assessed that the event is not related to antiplatelet medication and unlikely related to index device. Patient is recovering.

Manufacturer narrative:
Additional information received reported that the cec adjudicated the event a non-q wave mi of target vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient was not hospitalized. The lcx was involved in the mi. If information is provided in the future, a supplemental report will be issued.